Event description:
Pa, while inserting disposable scalpel back into safety cap, held end of cap with finger. Exerted excessive force which allowed cap to extend past its stop. Result of action allowed scapel to penetrate past cap stop causing his finger to be cut.